Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This alarm occurred on the homechoice (hc), during dwell 3 of 3. The hp cycled the power in order to clear the alarm and the system error 2367 alarm which followed. During troubleshooting, with a technical service representative, nothing was found that could have caused or contributed to the alarm. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.